Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 308 and 347 on one, and 94mg/dl on the other one. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.